Manufacturer narrative:
The field service representative (fsr) was able to duplicate the reported issue. The fsr found that the level sensor was causing unexpected alerts with no messages. He replaced the level sensor and performed verification testing successfully. The unit operated to the manufacturer's specifications. The suspect part will be returned to the manufacturer for further evaluation.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the unit was giving multiple alarms with no messages displayed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a delay. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The suspect device was returned to the manufacturer for further evaluation.

Manufacturer narrative:
Per data log analysis, the level sensor log does not cover the reported date of the issue 21aug2020 but the system log does. In the system log on 21aug2020 the level was reporting multiple alerts without an explanation as to why. In the cases where the level reported an explanation, there was an alert that the alert probe status was changing from coupled to disconnected. When level detection is enabled the disconnected status will cause a level disconnected alert. Most likely the disconnected status cleared so fast (most times) that the central control monitor (ccm) was not notified of why the alert occurred as reported. The log review confirms the complaint. During laboratory analysis, the product surveillance technician (pst) verified that the level sensor was malfunctioning. Although the sensor was plugged in, the system constantly sounded an alert. Occasionally, a disconnected message is displayed, but otherwise, there is no visual indication of a malfunction on the ccm screen.